Event description:
The customer reported that the css console exhibited a "leaky pilot valve" alarm while supporting a patient. The customer also reported that the potentiometers were adjusted to zero and after several hours the potentiometers failed to remain at zero. The patient was subsequently switched to the backup driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the css console exhibited a "leaky pilot valve alarm, the css driver continued to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.